Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed as the device was not returned. Investigation of the production record could not be performed as lot information was unavailable. Based on the obtained information, it was inferred that the reported vessel perforation was related to the anatomical condition and wire manipulation technique. It could not be ascertained that the guidewire caused or contributed to the reported perforation; thus this incident was considered to be reportable. Although device investigation and lot history review of the subject guidewire could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states: -[warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, -[malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
An incident was found on a case report titled "interventricular septal hematoma and coronary-ventricular fistula: a complication of retrograde chronic total occlusion intervention" published on the hindawi publishing corporation case reports in cardiology, volume 2016. According to the literature, a (B)(6) female with canadian cardiovascular society (ccs) class IV angina symptom despite maximal medical therapy was referred for coronary angiogram and was found to have right coronary artery (rca) chronic total occlusion (cto). Rca cto percutaneous intervention was performed using right radial and right femoral artery dual catheter approach. The rca was engaged with 6 french judkins right guide catheter; the right femoral artery was cannulated with a 6 french sheath and the left main was engaged with a 6 french xb 3.5 guide catheter. With standard antegrade wire escalation technique, the cto could not be crossed the treatment strategy was changed to the retrograde approach utilizing septal collaterals from the left anterior descending artery (lad). The subject guidewire was advanced through the second septal perforator and then into the distal rca. This was followed by advancement of an asahi catheter into the distal rca. A non-asahi guidewire was advanced through the catheter and crossed the cto segment into the antegrade guide catheter followed by the catheter advancement into the guide. Another non-asahi guidewire was used for externalization and three drug-eluting stents were delivered. After removal of retrograde catheter and guidewire, angiogram of the lad and rca revealed ellis type iii cavity spilling perforation of the second septal branch into the right ventricle (rv). The patient was asymptomatic and hemodynamically stable and therefore transferred to a monitored bed. Subsequently, she complained of intermittent chest pain throughout the night and had sinus tachycardia with normal blood pressure. The next morning, she was taken back to the cardiac catheterization lab and repeat coronary angiography appeared unchanged. Given the patient's symptom and tachycardia, the decision to proceed with exclusion of the septal artery to rv perforation was made. Bilateral femoral access was obtained and similar guide catheters were used to engage the left and right coronary systems. The perforated collateral septal branch was accessed with workhorse type coronary guidewires from the lad and rca. Asahi catheters were then advanced into the proximal segment of the collateral vessel and negative suction was applied for approximately ten minutes. This maneuver was successful in resolving the perforation from the lad but not from the rca side. Therefore, a non-asahi microcatheter was advanced from the rca into the perforated septal branch and a 2 ?~ 3 ?~ 23 mm complex helical detachable coil was delivered but was ineffective. An attempt to deliver another coil failed due to poor microcatheter support and, therefore, a 2.8 ?~ 19 mm covered stent was deployed across the perforated collateral vessel in the posterior descending artery of the rca. Final angiograms of the left and right coronary system confirmed complete resolution of the perforation. The patient's chest pain and tachycardia resolved after the procedure and she was subsequently discharged home.